Manufacturer narrative:
The initial report was submitted with the wrong aware date.. The correct date is (B)(6) 2019.

Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked detached end cap.

Event description:
Customer reported via phone call that the insulin pump had crack and the bottom was loose. Customer¿s blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.